Event description:
Patient was implanted with trochanteric fixation nail and helical blade construct on an unknown date. X-ray taken on an unknown date revealed a non-union. It is not known if the patient was complaining of pain. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. The surgeon removed the nail and the helical blade. Patient was revised with another trochanteric fixation nail (10mm x 360mm right 125 degree) and helical blade (11mm x 85mm). Autograft was collected with the ria system and the graft was implanted into the nonunion site reportedly. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.